Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts walked the caller through a pump reset, and after the reset, the error code did not reappear. Cts advised waiting 20 minutes before starting the sensor session, which the caller understood and acknowledged.